Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 6mm to occlude the vessel. The physician inserted and advanced a 4.0 x 40mm balloon catheter into the patient to perform pre-dilatation on the vessel. The physician then noticed that the occlusion balloon had deflated unexpectedly. The device was removed and replaced with another to complete the case. The patient is reported to be fine.